Event description:
The pacemaker was returned for analysis with reported power on reset parameters and elevated impedance values noted at follow-up. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.